Event description:
The technician alleged the nurse call was not working correctly. When normal nurse call placed from bedrail, the master station response was not heard at the expected location. The technician found loose pins in communication cable. He installed a cable saver to resolve.